Event description:
(B)(6) old female patient diagnosed with hyperparathyroidism was impacted by a delay in ipth results on the architect i2000sr analyzer. The doctor postponed surgery when the test was not available for peri-operative use; the doctor intended to use the assay on peripherally drawn pre-surgery samples and 10-15 minutes after the excision of the suspect gland/s samples, which is not consistent with the summary and explanation of test section in the package insert (g3-4958/r03): architect intact pth assay may be used as an aid in the differential diagnosis of hypercalcemia, hypocalcemia and parathyroid disorders. Patient's surgery will be rescheduled. Patient is doing well, but still under effects of her hyperparathyroidism condition.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and a meeting of a cross-functional expert team. No adverse trend was identified for the customer's issue. The cross-functional team determined that the adverse event was due to off-label use of the assay since the doctor postponed surgery when the test was not available for peri-operative/intraoperative use. Labeling was reviewed and found to be adequate: the intended use section of the package insert does not list intraoperative use as a use of the architect intact pth assay. The summary and explanation of test section does not list intra- or perioperative as a use. The limitations of the procedure section of the package insert states that the assay has not been clinically validated for intraoperative use. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified. Please note the lot number was incorrectly referenced in the initial submission as 011141000 and it should be 01114i000 (should be the letter I, instead of a number 1 before the 000).